Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, both the atrial and ventricular channels demonstrated noise oversensing. The noise observed in the atrial channel resulted in an inappropriate automatic mode switch (ams). No intervention was performed, and the patient was reported to be stable.

Manufacturer narrative:
Further information was requested but was not received.